Manufacturer narrative:
The instrument's performance and pre-analytical sample handling information were not supplied. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and could find no malfunctions of the ion selective electrodes (ise) system. No additional information regarding this event is available. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k) results that were generated by the unicel dxc 800 pro synchron clinical systems for two (2) patient samples. Patient a and b samples were tested for k and results were: 6.9 mmol/l for patient a and 5.0 mmol/l for patient b. The original samples were re-tested for k and lower results were obtained: 3.7 mmol/l for patient a and 4.8 mmol/l for patient b. The results were not reported out of the lab and there was no affect to patient treatment.